Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained ventricular oversensing due to undersensing on the ventricular channel was observed via remote transmission. No patient symptoms were reported. Programming changes will be made at the next appointment.